Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) level was not impacted by the occlusions. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl and ketones resulting in an emergency room (ER) visit and subsequent hospitalization. Suspected cause was an unspecified issue with the pump. No issues were observed with the infusion set tubing, cannula or the cartridge in use at the time of the event. Prior to the hospitalization, the customer performed a supply change to address bg. Customer was treated with insulin, analgesics/pain medication, antibiotics and anti-nausea medication. The customer was released one day later with the issue resolved.